Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 7/8/98).

Event description:
After intra-aortic balloon pump for 14 hours, blood was noted in the inner lumen after the pt became tacycardiac and febrile. (Event complications: the pt became tachycardiac/febrile) - reported 4/14/98. (Pt's current status: unk - reported 4/14/98.)